Manufacturer narrative:
Customer complaint not confirmed. No problem was found on the unit returned. . Based on the investigation conducted, there is no evidence of material defects and/or functional anomalies that may have caused and/or contributed to the reported incident.

Event description:
It was reported to boston scientific corporation in 2008, that an injection gold probe bipolar catheter was used during a gastroscopy procedure on the same day. (Patient gender, age and weight unknown) according to the complaint, the nurse was preparing the gold probe and tested the needle at the tip to see if it extended and retracted. She noticed that the needle did not retract properly so she decided not to use it. The nurse always checks the needle to see if it is extending and retracting but on this occasion she noticed that the needle did not retract properly. The procedure was not completed. There were no patient complications reported as a result of this event.